Manufacturer narrative:
Result: release arm.

Event description:
It was reported by service report that the fowler is not working and will not lower. There was patient involvement; however, no adverse consequences are reported.